Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and loose motions. It was reported that the patient was not hospitalized for the event. The patient was treated with unspecified medications (doses, routes, duration and frequencies were not reported) for the peritonitis. At the time of this report, the patient has recovered from the events and action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.